Manufacturer narrative:
Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly due to blank display. Pump had corroded button keypad traces. No moisture damage on motor noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, partially broken off reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose level was 302 mg/dl. The buttons were unresponsive. The insulin pump's display went blank immediately after it was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.